Event description:
During a pci procedure, the quantum maverick monorail balloon ruptured at 12 atms on the initial inflation. The lesion being treated was a calcified 90% stenotic lesion located in the rca. No pt injuries or complications were reported. Pt status is listed as "good".